Event description:
It was reported by service report that the siderail has a broken weld. Sharp edges were exposed and the siderail cannot latch up consistently. No pt involvement or adverse consequences are reported.